Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient¿s system was removed due to "twiddler's syndrome". It was noted the patient had dislodged the right ventricular (rv) lead and caused muscle stimulation. No further patient complications have been reported as a result of this event.